Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of will not turn on, tried a new cord. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burned. The customer complaint was reproduced. There was 4 errors has been identified. The device was scrapped.